Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient underwent an additional surgery to repair the hernia defect and remove mesh. It is unclear at this time if the hernia defect repaired in the 2015 procedure is a recurrence of the same hernia defect that was repaired with the ventralex mesh in 2014, however, recurrence is listed as a known adverse reaction in the instructions-for-use. It was alleged the patient experienced a foreign body reaction, with the limited information available at this time an assessment can not be made in regards to the allegation of foreign body reaction. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of a incarcerated incisional hernia. A ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove the mesh at his umbilical site. It is alleged that the device has caused an intense foreign body reaction resulting in severe and long lasting pain. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the correct manufacture and expiration date for the ventralex device. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of a incarcerated incisional hernia. A ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove the mesh at his umbilical site. It is alleged that the device has caused an intense foreign body reaction resulting in severe and long lasting pain. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incarcerated incisional hernia in umbilical region at the previous cholecystectomy site and underwent open repair with implant of ventralex mesh. Per operative notes: "there is a small hernia defect, at the base of the umbilicus and dissected out. I introduced a piece of ventralex mesh underneath the fascia and sutured". (B)(6) 2015 - patient had supraumbilical wound pain and underwent exploration with scar tissue resection. During the procedure, a suture granuloma was identified and excised. (B)(6) 2015 - patient had pain at the umbilical site, underwent excision of mesh and the umbilicus. Per operative notes, "the mesh was excised completely along with anchoring sutures¿. Attorney alleges that the patient had hernia recurrence, pain, foreign body reaction, scarring, removal of belly button and suspicious lesion.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient underwent an additional surgery to repair the hernia defect and remove mesh. It is unclear at this time if the hernia defect repaired in the 2015 procedure is a recurrence of the same hernia defect that was repaired with the ventralex mesh in 2014, however, recurrence is listed as a known adverse reaction in the instructions-for-use. It was alleged the patient experienced a foreign body reaction, with the limited information available at this time an assessment can not be made in regards to the allegation of foreign body reaction. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this supplemental emdr is being sent to provide the correct manufacture and expiration date for the ventralex device. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: h11: this supplemental MDR is submitted to document additional information provided and to correct the PMA/510k number. Based on the additional information received, no conclusions can be made. Per medical records provided, patient had pain and granuloma post implant of ventralex mesh and underwent mesh explant surgery. Pain is a known inherent risk of hernia repair surgery and listed as a possible complication in the instructions-for-use supplied with the device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.